Event description:
The daughter of a (B)(6) female pt contacted zoll lifecor customer support service to report the prong on the pt's charger is broken. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. Upon receipt, the connector plug was missing and the case was cracked open on the power brick. The root cause of the broken power brick cannot be positively determined, but appears to be physical abuse. No adverse event resulted for the defective battery charger. The pt received a replacement battery charger.